Manufacturer narrative:
Manufacturer year 2011. The system was evaluated by a field service specialist(fss). The fss repaired air tubing from fluidics panel to sub-system control printed circuit board(pcb). In addition, the fss replaced the o-rings, pack detect switches and fluidics module. A field service checklist was performed and all modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center was getting ready for a planned vitrectomy when the vitrectomy segment failed. The customer heard air blowing sound and verified there was no vitrectomy activated. The surgery center reported it will not prime/tune and a noticeable air hissing sound from system. The vitrectomy procedure was completed by using a backup system.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.